Event description:
The customer reported tempus pro - shutdown during intubation with vl. As few as 10 photos can overwhelm the device and require a restart. Unit was not in clinical use at the time of discovery. The customer says he plugged the vl in the tempus pro and took one pic and the unit gives the shutdown message and has to restart. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.